Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported noise leading to oversensing and inhibition of pacing were observed on the right ventricular (rv) lead. The device was reprogrammed and the patient will continue to be monitored. There were no adverse consequences.